Event description:
It was reported that the patient experienced persistently high blood glucose after replacing supplies. The patient¿s caregiver stated that the patient had been taken to the hospital the previous day for the same issue. Despite twice changing infusion sites, the cartridge emptied within one day and the patient¿s blood glucose did not decrease. The issue was suspected to be related to the infusion site, and the caregiver was guided through a full supply change. The device displayed an alert indicating a restart was required, which had also occurred earlier in the day. After restarting, no alerts were shown, but an additional attempt to fill the tubing resulted in a message instructing the user to check alerts, though none were present. Upon removing the cartridge and connector, the caregiver observed that the connector needle was bent and appeared to have punctured the cartridge incorrectly, causing damage. A full supply replacement was completed, and insulin delivery resumed. The damaged connector and cartridge were planned for return and evaluation. The patient¿s blood glucose rose to over 400 mg/dl and remained elevated for more than twelve hours. The patient did not use backup therapy. Ketone testing indicated large ketones, and the ketone action plan was followed. The patient experienced vomiting and a headache. Professional medical intervention occurred during the hospital visit, where the device remained connected and blood glucose decreased from 396 mg/dl to 82 mg/dl with IV fluids over approximately seven hours. At the time of the report, the patient¿s blood glucose remained above 400 mg/dl but was trending downward. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.